Manufacturer narrative:
Programming history reviewed.

Event description:
Reporter indicated that a programming anomaly occurred. The patient's generator was found programmed unexpectedly to 60 minutes off-time at an office visit. The pt was reprogrammed and no further programming anomalies were reported by the site. Review of programming history found that a fault occurred during a system diagnostic test and is the probable cause of the programming anomaly. It was reported that during the time the patient was set to 60 minutes off-time, the patient began to experience and increase in seizures. It is unknown if the seizure rate was above pre-vns baseline levels.